Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 lead 2011-(B)(6), d274trk ICD 2011-(B)(6). (B)(4).

Event description:
It was reported that the patient's blood tested positive for infection with growth on other heart anatomy, valves, etc. The implantable cardioverter defibrillator (ICD) and leads were explanted, the patient placed on antibiotics, and the system was replaced six days later. No further patient complications have been reported as a result of this event.